Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) reached end of service (eos) due to excessive charge time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.